Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA item was received and used. After the procedure the item was carefully washed & sterilized. When they went to use item for the next surgery the arms were not lining up; the tips were crossing. The plastic where the arms/tips are locate appeared opaque and melted. They used the autoclave sterilization method.

Manufacturer narrative:
It was determined that, while it was not misused, the forceps seem to have been used beyond their normal life cycle based on the faded color of both the epoxy and the insulation, minor scratches in the insulation, and scratches at the tip. No CAPA is necessary.